Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) suddenly reached end of service (eos) early. The patient experienced a return of symptoms. The ins was found to be at elective replacement indicator (eri) on (B)(6) 2016. On (B)(6) 2016, the patient went back to control with the ins off. On the friday of that week, the ins showed 2.28v and it had turned off again. The ins was not able to be turned back on again. The ins was showing the usual characteristics of eos status. It was unknown what the ins was programmed to. The last control before (B)(6) 2016 was done a year ago. The cause of the event was unknown. The ins was currently implanted and out of service. A revision surgery to explant and replace the ins was done. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.